Event description:
It was reported that during an implant procedure, the right ventricular [rv] lead did not have any current of injury. It was also reported that the physician checked the deployment of the screw on the sterile table and did not think that the screw was deploying correctly. The physician requested a different rv lead; however, there was no current of injury with this second lead. The lead was left in place for approximately ten minutes and the threshold started to rise. The physician removed the second rv lead and decided to re-implant the lead that was originally attempted; the rv lead displayed a good current of injury when implanted the second time and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. Blood was found in/on the helix/lobe mechanism.